Event description:
During an arthroscopic procedure, the physician was reportedly utilizing an ambient super turbovac 90 ifs. Upon pulling the wand out of the pt portal, the physician noted the electrodes appear to have melted. A new want was opened and the procedure was completed. Although the pt experienced a surgical delay, no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.